Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) could not be interrogated out-of-the box. The same programmer was used and it successfully interrogated another device.